Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "compressor failure -1001" and "self check failure -1003" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to foreign substance inside the transducer flow screens. The transducer flow screens were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.